Manufacturer narrative:
D10 - device available for evaluation, h3 - device evaluated by manufacturer, h6 - evaluation codes: updated device evaluation: one device in used condition, without its original packaging, for investigation. There were no unusual conditions detected in relation to cuff inflation or deflation. Functional testing could not confirm the reported complaint; no root cause could be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. As no fault was found, no actions taken at this time. Complaints will continue to be monitored.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the trach tube was purchased on (B)(6) 2022 and it was used once. The customer cleaned it and then tested the balloon. The balloon was hard to inflate. They did not reinsert this trach but opened up a new box and reinserted a new trach. There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient as a result of this product malfunction.